Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Without the device evaluation, a cause for the reported missing knot could not be determined. However, the off-label use of the device may have caused or contributed to the event. Per the instructions for use, the device is indicated for closing the common femoral artery access site. To assure that all products perform according to specifications, they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did reveal any nonconforming material records related to the event. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral vein after an interventional procedure. Reportedly, when the rail suture was pulled to advance the knot, the knot was not there. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.